Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "low inspiratory pressure" and "check circuit" alarms occurred. The device was not in patient use. The device's active exhalation control module was replaced to address the issue.